Event description:
The customer reported that a pt expired during a leads off and arrhythmia, and that the waveforms were not provided on the monitor.

Manufacturer narrative:
The customer reported that in 2009 at about 22:00 hour, a pt in bed had pulled the leads off his body while having severe chest pain. The pt had a fatal arrhythmia episode and expired. The customer stated that the pt's waveforms were not displayed on the info ctr. This is the expected outcome if the ECG leads have been removed. When the leads are removed, a leads-off inop appears on the bedside monitor and on any attached central station. An audible alert tone is given at both monitors. The alarm logs and recording strips were retrieved and sent to philips. Based on the available data, bed did alarm and show the pt's vitals starting at 22:51 hour on the same day, and ending at 00:21 hour the following day, when the arrhythmia analysis was turned off by the user. The correct time of the incident is not at 4:00 pm as stated but rather the time is between 22:00 hour and 02:00 hour on both days (per the site's biomedical engineer and the philips clinical specialist who visited the site). No other activities were logged for this bed for the next 4 hours. Based on the available info, we conclude that the monitor worked as intended. Leads-off inop is adequately described in the instructions for use (IFU). No further investigation or action is warranted.